Manufacturer narrative:
Batch review performed on 06 february 2018, lot 172601: (B)(4) items manufactured and released on 03 november 2017. Expiration date: 2022-10-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d product manager on 08 february 2018: with this investigation we take in consideration both the preliminary inspection and the visual inspection. The only received photo and piece was the ceramic ball head. The returned piece was analyzed: the only signs noticed were in the inner taper, due to the connection with the stem, and some little signs on the external surface, most probably due to the extraction. Due to the partial received piece it is not possible to determine the root cause of the event.

Event description:
Immediately after the surgery, the surgeon confirmed that the femoral stem was subsided in the xray. Bone fracture was not confirmed. It looked the femoral stem fixation was good. Therefore, the surgeon decided to replace with femoral head only. Revision surgery was performed immediately.